Event description:
This spontaneous report was received on (B)(6) 2013, from a parent reporting for kids (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, four toothbrushes which were used by the kids snapped in half. It was also reported that the toothbrushes were flexible and they completely broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013 from a parent reporting for kids (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, four toothbrushes which were used by the kids snapped in half. It was also reported that the toothbrushes were flexible and they completely broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Three broken toothbrushes out of about five purchased by the consumer were returned. The lot number for the second toothbrush was 20810sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the trending data by product family revealed no adverse trends. An increase was noted which can be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing /facility issues found and also no design/formula/packaging or labeling changes were found from the time of first release to the date of manufacture of the lot. Retain sample was evaluated and met specification. The material of the handle was changed, validated and released in (B)(4) 2012. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for 20810sg s2 was acceptable. No adverse trends were noted with this device or lot number. Although the returned sample received was broken, the device defect was not due to a manufacturing occurrence and the toothbrush was manufactured according to the specification due to which the disposition of the complaint was undetermined. During the validation the toothbrush was subjected to overbend testing by the manufacturers and no toothbrushes broke. The break occurred due to high compression forces at the thinnest point on the handle. No adverse trends were identified during the complaint investigation. Monitoring of complaints would continue. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2013 the manufacturing site field sample was evaluated and it did not change the conclusion of the investigation which remained as undetermined. The information obtained from the consumer indicated the product was used for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a parent reporting for kids (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, four toothbrushes which were used by the kids snapped in half. It was also reported that the toothbrushes were flexible and they completely broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Three broken toothbrushes out of about five purchased by the consumer were returned. The lot number for the second toothbrush was 20810sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. A review of the trending data by product family revealed no adverse trends. An increase was noted which can be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing /facility issues found and also no design/formula/packaging or labeling changes were found from the time of first release to the date of manufacture of the lot. Retain sample was evaluated and met specification. The material of the handle was changed, validated and released in (B)(6) 2012. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for 20810sg s2 was acceptable. No adverse trends were noted with this device or lot number. Although the returned sample received was broken, the device defect was not due to a manufacturing occurrence and the toothbrush was manufactured according to the specification due to which the disposition of the complaint was undetermined. During the validation the toothbrush was subjected to overbend testing by the manufacturers and no toothbrushes broke. The break occurred due to high compression forces at the thinnest point on the handle. No adverse trends were identified during the complaint investigation. Monitoring of complaints would continue. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a parent reporting for kids (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, four toothbrushes which were used by the kids snapped in half. It was also reported that the toothbrushes were flexible and they completely broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Three broken toothbrushes out of about five purchased by the consumer were returned. The lot number for the second toothbrush was 20810sg s2. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This report is for the second toothbrush of the three toothbrushes. This report has MFR # 2214133-2013-00012 and the other two reports will have MFR # 2214133-2013-00014 and 2214133-2013-00022 respectively. The date of this submission is 12-feb-2013. This closes out this report unless other additional significant information is received.